Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and customer stated that the pump was not delivering the corrections for meal boluses. The customer reported blood glucose value of 299 mg/dl. The event involved product(s) mmt-1886. Troubleshooting was performed for under delivery anomaly and customer reported that their bolus wizard estimate value was not correct. It was confirmed that pump did not make correct bolus wizard calculations based on information entered by the customer. Instructed customer to pump will be replaced. Instructed customer to enter bolus amounts manually on current pump until replacement pump arrives. Troubleshooting was not performed for hyperglycemia and it was unknown whether the customer was using the insulin pump within 48 hours of the reported event and it was unknown whether the auto mode feature was active or not at the time of the event. No further patient complications were reported. Mmt-1886 was requested and customer response was the device will be returned.

Manufacturer narrative:
Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat test at 0.0873 inches. No under delivery anomalies noted during testing. Unit successfully downloaded to thump and carelink. Confirmed 26.9 units of normal bolus was delivered on 12-mar-2025 between 00:02:35.000 and 23:57:29.000. Pump was cut to perform visual inspection and found moisture damage on the force sensor and battery compartment. The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded battery tube, scratched case, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, and keypad overlay texture damage. Pump passed functional testing and no under delivery anomalies noted during testing. Possible under delivery anomaly was not confirmed. Unable to confirm high bg's. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.